Event description:
Intraoperative in robotic total laparoscopic hysterectomy, it was noted by the surgeon that the md bipolar instrument was not closing completely. Instrument examined and found to have portion of wrist of instrument loosened. Instrument removed, replaced with new. Saved and sent to sterile processing department (spd) for decontamination to be sent to intuitive surgical.